Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room not feeling well when non sustained ventricular oversensing due to far p wave oversensing was observed. The device was reprogrammed.